Event description:
The customer contacted beckman coulter inc (bec) to report a burning smell and a flame coming from the uninterruptible power supply (ups) of the lh750 instrument. The customer stated that the operator was running a start up when they noticed a burning smell, sparks and a small flame at the rear of the ups. Customer stated that they followed their risk management protocol by evacuating building and extinguished the fire. The customer called the fire department who verified the safety of the building. No death, injury or change to patient treatment attributed or connected to this complaint on (B)(6) 2011, a bec field service engineer (fse) found that the powervar ups had caught on fire. An analyzer was plugged into the wall outlet overnight but did not indicate any discrepancies. The fse replaced the ups and verified the repairs per established procedures. The root cause for the burning ups is unknown.

Manufacturer narrative:
(B)(4).